Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 02/28/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 101mg/dl and 104mg/dl fasting. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results. Are 120-130mg/dl fasting. Verified the strips expire 02/28/2016. Customer confirms the strips are stored properly and were first opened. (B)(6) 2015. Customer performed a back to back blood test 101mg/dl. And 104mg/dl fasting. Reviewed meter memory: 1:78mg/dl (B)(6) 2015 08:11:00 am fasting:yes. 2:87mg/dl (B)(6) 2015 08:40:00 am fasting:yes.